Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrioventrocular nodal reentrant tachycardia (avnrt) with an ez steer nav bi-directional electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. After the ablation was completed, the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by intracardiac echo. Pericardiocentesis was performed and an unknown amount of fluid was removed from the pericardium. The patient was stable at the time of the call. Extended hospitalization was not required as a result of the adverse event. Patient¿s outcome is fully recovered with no residual effects. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any biosense webster, inc. Product during the procedure. Transseptal puncture was not performed. A st. Jude medical introducer sr0 sheath was used during the procedure. The generator was in power control mode at 25-35 watts. The power did not titrate during the ablation. The patient did not received anticoagulant during the procedure.